Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the twos initial resolved and then reoccurred. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a week of implant the patient¿s right ventricular (rv) lead exhibited hundreds of non-sustained ventricular tachycardia episodes in which many of them showed t-wave oversensing (twos). It was also noted the episodes suddenly quit. The rv lead remains in use. No patient complications have been reported as a result of this event.